Manufacturer narrative:
Possible aro event. A ge representative evaluated the system and repaired a loose contact and adjusted the brake. System operates as intended.

Event description:
Customer reported the system will only display radiation intermittently and the brake does not work. No patient injury was reported.